Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 31 january 2017. The fse replaced all three pumps in the system and reset the test counter to zero. The engineer primed all fluids and ran daily start without errors. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was all three system pumps

Event description:
On (B)(6) 2017 a customer reported error 2016 bf probe suction error with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting afp patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.